Event description:
This lv lead was implanted on (B)(6)2014 and remains implanted at the time. A call was placed to technical services on (B)(6) 2017 stating that variations in pace impedances observed over the last 3 months. L v lead increased from 800 ohms to 993 ohms, then slightly dropped to 945 ohms. The physician was dr. (B)(6) at (B)(6) health system in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).